Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a 0.014" test guidewire without issues. No other issues were identified during the product analysis.